Event description:
It was reported that the patient presented to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's husband reported that no insulin was being delivered. The patient¿s husband reported that the cannula appeared to be stuffed on the inside or bent over badly, preventing proper insertion into the skin. It was further reported that the pod failed to deliver insulin effectively. The patient¿s blood glucose levels reportedly rose to 480 mg/dl while wearing the pod on the arm between 36 and 48 hours. Reported symptoms included nausea, weakness, and shakiness. The patient was diagnosed with hyperglycemia. Treatment administered included two doses of insulin and intravenous (IV) saline. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.